Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was not booting into windows. The device was in use on patients. The bme determined that the cmos battery was bad. They tested the hdd on another computer and it was recognized. They then replaced the cmos battery with a good one, changed the bios settings to the correct configuration, reconnected the hdd and the cns was able to boot up properly. No harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not booting into windows.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not booting into windows.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the cns-9701a (mu-971ra-c) was not booting into windows. There was a message "error: no boot disk found - please insert media). The facility recently did a power test and although the cns has a ups, it may have lost power and caused the issue with the system image. On (B)(6) 2018, bme (B)(6) was able to determine the cmos battery was bad. Service requested troubleshooting/assistance service performed the hdd was tested on another computer and it was recognized and accessible. The cmos battery was replaced with a good one. Bios settings changed to the correct configuration. The hdd was reconnected and the cns was able to boot up fine. Investigation result the cns warranty began 10/22/11, which is over 6 years prior to the reported issue. The warranty ended on 10/22/13. A review of device sap history found no previously reported issue with the unit. The cmos battery was found to be bad. The cns/battery was not returned and no nka evaluation was performed. Issue occurred shortly after power test performed at the facility. In both cases, cmos issue occurred shortly after power outage at the facility. This is similar to the reported issue. Customer suspected the ups may have lost power. Information on the ups, including its age and condition, was not provided. Per cns-9701a service manual revision e, if the ups does not cover the power requirement of the central monitor during power failure, the ups/battery should be replaced. Unknown if customer troubleshot or replaced the ups. Ups connection and lifetime should be checked as part of the cns service manual's recommended maintenance inspection every 6 months. The issue occurred well past the cns warranty end date. Issue was resolved by replacing the cmos battery. Due to the conditions at the facility, this issue is not suspected to be caused by deficient cns. There were no further reported issues with the unit. Corrected information: g4. Date received by manufacturer: should be 03/24/2018 not 04/20/2018 as listed on MDR initial report